Event description:
It was reported to philips that the device gave an external paddles off message while the paddles were connected to the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that "the device failed a test". There was no reported patient involvement.